Event description:
On (B)(6) 2013, the device (integra bolt fiberoptic icp catheter and licox) was placed per neurosurgery resident in the neuro intensive care unit (ICU) after an emergent admission of a (B)(6) pt who had an intracerebral hemorrhage (ich) status post decompressive hemicraniectomy. The pt was taken to interventional radiology (ir) for an angio but the device was not connected to the licox box. The smart card (sn (B)(4), lot 173260l rev.01) was left in the pt room in wrapping. The pt returned to the neuro ICU and the device was hooked up, turned on, and the card inserted. The smart card number matched the licox probe but when it was placed into the licox machine, it would not read. Only error message displayed. The lcd displayed error code "card reorientation wrong." The registered nurse (rn) tried 3 separate licox boxes and cables without success and tried inserting the card differently. The rn and the clinical nurse specialist (cns) checked the insertion of the smart card (arrows forward) and checked the serial number/lot number against the device/catheter. The integra neurosurgery clinical specialist was contacted and the steps were repeated to insert the card into the licox box with the arrow facing the machine and pushed until an audible click was heard. The error message continued. The problem was unable to be resolved. It was reported that the 110-4l was displaying an intracranial pressure (icp) of 3-4. The nurse notified the neurosurgeon. It was unk if the licox will be replaced or just not monitor the partial pressure of oxygen in brain tissue (pbto2). It was later verified that the team did not want to change the device. The licox was not removed or replaced due to it not working from the smart card until monitoring of the icp was completed. There was no harm to the pt. On an unspecified date, it was reported that the pt had gone to the operating room (or) and the pt's mental status was improving. The device was explanted (date unspecified). The licox probe was discarded. Only the smart card was available to be returned.

Manufacturer narrative:
Th licox probe was discarded. Only the smart card was available to be returned. To date, the device (smart card) involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported information.